Event description:
It was reported to baxter (B)(4) that one (1) multirate infusor lv device was observed leaking within the housing during filling. The device was being filled with ropivacaine hydrochloride hydrate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Misassembled condition confirmed. Visual examination of the unit found the root cause of fluid in the housing to be a missing film-wrap. The root cause of the misassembled condition was due to operator error during the film wrap assembly process. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators. A batch review has been conducted which revealed product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.